Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6), 2009. The patient experienced complications, further surgery, and nonsurgical treatment. On (B)(6) 2016 the patient underwent further surgery--advantage fit implanted for the following purpose: relieve the ongoing incontinence and address the issues with the first implant. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: abdominal discomfort; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6), 2016 the patient commenced pain medication: pandeine forte/paracetamol to alleviate pain. On (B)(6), 2016 the patient commenced incontinence medication: ditrapan to alleviate urgency. Treatment duration: 2 months. On (B)(6) 2017 the patient commenced psychological medication: endep to treat anxiety. On (B)(6), 2016 the patient commenced other medication: antibiotic to treat infection. Treatment duration: 4 weeks. On october 1, 2016 the patient commenced topical treatment: obestin to improve the healing of vaginal wall. Treatment duration: 2 years. On (B)(6) 2016 the patient commenced topical treatment: hiperex to prevent infection. Treatment duration: 3 years. Device 2 of 2

Manufacturer narrative:
Block a1: (B)(6) block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block a2 (date of birth)

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2009. The patient experienced complications, further surgery, and nonsurgical treatment. On (B)(6) 2016 the patient underwent further surgery--advantage fit implanted for the following purpose: relieve the ongoing incontinence and address the issues with the first implant. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: abdominal discomfort; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: pandeine forte/paracetamol to alleviate pain. On (B)(6) 2016 the patient commenced incontinence medication: ditrapan to alleviate urgency. Treatment duration: 2 months. On (B)(6) 2017 the patient commenced psychological medication: endep to treat anxiety. On (B)(6) 2016 the patient commenced other medication: antibiotic to treat infection. Treatment duration: 4 weeks. On (B)(6) 2016 the patient commenced topical treatment: obestin to improve the healing of vaginal wall. Treatment duration: 2 years. On (B)(6) 2016 the patient commenced topical treatment: hiperex to prevent infection. Treatment duration: 3 years. Device 2 of 2